Event description:
It was reported that bd alaris smartsite extension set was leaking at the connection of the tubing and the collar. The following information was provided by the initial reporter: it was reported by the customer that they continue to have issues w/ these me2020 60 inch bd maxguard microbore tubing. Verbatim: ¿ can you please provide more details regarding the failure/issue reported? Also, some were leaking around where the tubing goes into the collar. ¿ are you able to advise the occurrence date(s)? January 2023 to present ¿ if there was patient involvement, was there any adverse event or serious injury reported? No harm ¿ was there a delay of, or change in, the course of treatment due to the event? No, other than the nurse having to go get additional tubing. Additionally, the collar not being stationary resulted in the collar migrating down the tubing making it hard to attach and was concerning as this causes risk of contamination.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that there was leaking around where the tubing goes into the collar, and the collar was not stationary. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20028e lot number 22049001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.